Event description:
It was reported that the 9800 system had problems with the collimator and the system locked up. No patient injury was reported.

Manufacturer narrative:
The tech replaced the fluoro functions board.